Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarms. Eval found force required to secure door is above expected levels if not applied unit would experience door not fully latch alarms. Eval found this to be caused by cracked threaded insert bosses and raised threaded inserts causing separation between front case and mechanism assembly. The front case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed door not fully latched while attempting to load a set. This occurred in the adult ICU. It was also reported that there was no pt injury.